Event description:
During an atrioventricular (vrt) accessory pathway procedure, the catheter was occluded which caused a delay in the procedure. When priming the catheter, it was noted to be occluded and did not irrigate properly. The pump was exchanged 3 times with no resolution. The catheter was then exchanged to resolve the issue with no adverse patient consequences.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The catheter met acceptable irrigation rates during a flow test with no anomalies noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event of an occluded catheter and subsequent delay remains unknown.